Event description:
Information received with return of the explanted device notes that the patient was involved in an automobile accident in october, 2001. The leads were found to have been dislodged. Repositioning was not possible due to scar tissue.